Manufacturer narrative:
Brand name: device information has been requested. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-06794. It was reported during trial implant, the physician was unable to advance the trial lead into the epidural space due to scar tissue. Reportedly, the first trial lead was damaged during the attempt and was replaced with a different model. In turn, the physician encountered the same issue with a second trial lead. Subsequently, a third attempt with an epidural needle was unsuccessful. As a result, the trial was abandoned.